Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit passed the dat test with 0.08780 inches. Unit received with minor scratched lcd window, cracked case at lcd window corners, cracked reservoir tube lip and stress cracks on battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 5: 00 pm with blood glucose of 541 mg/dl. Customer feel ok to troubleshoot. Customer blood glucose started on (B)(6) 2017 12:30 am. Customer did not mention any symptom. Customer was hospitalized because they had high blood glucose reading. Customer current blood glucose was 126 mg/dl. Customer blood glucose reading at the time of the incident was 541 mg/dl. Customer treated their high blood glucose with insulin pump and shots. Customer did contact their healthcare provider for high blood glucose reading. Customer was wearing the insulin pump during hospitalization. Customer high blood glucose reading started on (B)(6) 2017. Customer drive support was normal. Customer changed their infusion set on (B)(6) 2017. Customer did not mention for any air bubbles or leaks. Customer did not mention of the cannula was bent. Customer did not check insulin pump setting and high pressure test. Customer prefer replacing the insulin pump. Insulin pump was returned for analysis.